Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (blank screen) issue. There were reportedly audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the blank display was duplicated during investigation. The pump cover was removed; a new display screen was inserted and the display showed normal contrast and clear text. A display flex failure was found during investigation.